Event description:
Surgical procedure - removed a 3 piece penile implant with insertion of 3 piece penile implant. Removed product 18cm cylinders of amf 700 cx with 3 cm near -tip extenders. Premature failure of penile implant.